Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad traces. No button error alarms noted. The insulin pump has cracked case at the display window corners, reservoir tube and battery tube threads. The insulin pump also has minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the insulin pump alarmed button error and alarm could not be cleared. It was stated that the customer went on a boat ride. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the device would be replaced and agreed to return the product for analysis.